Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 a hospital visit for a non-vascular issue showed the patient had a type 1a endoleak and aneurysm sac growth. It was reported the patient did not keep up with recommended device surveillance as stated in the instructions for use. On (B)(6) 2017 a secondary intervention was completed. The physician elected to implant a suprarenal aortic extension, an infrarenal aortic extension and an ovation device to seal the endoleak. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on medical information available for review, clinical was able to find substantial evidence to support the reported endoleak type ia, aneurysm enlargement, migration, secondary procedure to place suprarenal, infrarenal cuff, an extension in the right limb, and non-compliance with medical follow up. Additionally, there was evidence to reasonably support the following observations; right renal artery stent placed presumably due to existing renal artery stenosis, persistent endoleak type ia and aneurysm enlargement post-secondary procedure reported in a subsequent case. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to distal migration (1cm) of the suprarenal proximal extension due to the short proximal neck (off label) with a conical shape and dual infrarenal/suprarenal neck angles. Additionally, the noncompliance to follow up surveillance, a cautionary product use condition most likely contributed to the event. Associated clinical harms for this device failure included: type ia endoleak, aneurysm enlargement (1.9cm/21 months), and secondary endovascular procedure-addition of two proximal extensions and right iliac limb extension. Additionally, the unrecognized type ia endoleak on the one month follow-up CT, likely contributed to the sac enlargement. The final patient disposition was reported to be stable. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.